Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer received an error message "reduce pressure on blade". Then the blade broke and a fragment fell into the patient. It was retrieved during the same procedure. After replacement, the surgery could continue without major delay.

Manufacturer narrative:
The harmonic ace instrument has not been returned to intuitive for failure analysis.